Event description:
Rv (right ventricular) tip to rvcoil lead impedance warning on (B)(6) 2023. A bipolar lead impedance 0 ohms (threshold 200 ohms). Intermittent atrial oversensing noted on stored egm (electrogram). Reference report: mw5154770. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).